Manufacturer narrative:
Product history review: a review of the sterilization records indicated the lot met all pre-release specifications.

Manufacturer narrative:
H6 evaluation codes investigation conclusions updated.

Manufacturer narrative:
Product history review: a review of the manufacturing records indicated the lot met all pre-release specifications. Explant scientist observations: the graft fragment length was not reported, both ends were transected. The ablumen was generally devoice of tissue exact minimal scattered foci of light tan/ yellow tissue with the blue alignment marks were clearly visible. Near extremity b was a single blue monofilament suture knot, consistent with graft closure from reintervention procedure, and multiple evenly spaced serration marks. The lumen at extremity a was patent with a tag of red brown tissue, extremity b lumen appeared largely occupied with dark red tissue consistent with coagulated blood. The patency of the graft fragment cannot be determined based on the analysis or images provided. Material disruptions (e.g., transections, serration marks, suture) were consistent with those caused by surgical instrumentation (e.g., scalpel, scissors, hemostats, suture) during a surgical process. Request for additional analysis: no. Reason: based on the explant scientist¿s review of the geprovas report, no additional analysis is requested. It should be noted that the reported anatomical position of the graft was above the knee and the reported location of the hematoma was in the calf. This calls into question the ability of the ¿calf hematoma in contact with the prosthesis¿. The origin of infection cannot be determined with the information provided or via the analyses available.

Manufacturer narrative:
Analysis-report from third party was received and will be further investigated. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
It was reported to gore that the patient underwent surgical treatment for an acute ischemia of the right leg with a gore® propaten® vascular graft. It was stated that the endoprothesis was implanted on (B)(6) 2021, as an above-the-knee femoro-popliteal bypass. Reportedly, on (B)(6) 2021, after about 1 months, the prosthesis was explanted due to infection with morganella morganii, prevotella bivia and e.coli.